Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed low anion gap values with falsely elevated chloride results generated on the alinity c processing module for multiple samples. The samples were rerun on another instrument and generated anion gap and chloride results within their normal range. The customer stated the chloride results for the samples impacted generated a result of 130 (reference range: 98-113 mmol/l). Anion gap results generated values of 1-2 with reference range of 6-14. No incorrect results were reported out of the lab and the qc was within range. There was no impact to patient management reported.